Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had stuck button alert. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states they had connection issue between meter and insulin pump. Customer states they were unsure if they pressed a button down for 3 minutes or longer. Customer states the insulin pump was exposed to a change in altitude. Customer did not want to proceed with battery cap removal. The device will not be returned for analysis.